Event description:
It was reported that the pump had to be revised a month after implant, as it had flipped. The pump was being used to infuse morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).